Manufacturer narrative:
Concomitant products: product ID: 742, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(6) implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: implantable neuro stimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), product type: programmer. Patient product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006,product type: extension. Product ID: 3387-40, lot# j0343813v, implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0343813v, implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2006, product type: extension. Product ID: 7426. Product type: implantable neurostimulator. (B)(4).

Event description:
Additional review reported that the patient checked the device with the patient programmer when he was driving and noticed that the device was off. It was noted that this happened ¿quite a bit.¿

Event description:
It was reported that the patient had trouble in the past where the device would shut off. It was noted that the implantable neurostimulators were three to four inches away from each other and would interfere from being so close. It was further noted that walking by a magnetic detector had an effect. See MFR #3007566237-2013-02039 for the patients other device.

Manufacturer narrative:
(B)(4)